Event description:
It was reported that during an IPG replacement due to flipping in the pocket "[Related Manufacturer Reference Number: 1627487-2026-09133]", the patient's extension was twisted resulting in high impedance. As a result, the extension was also explanted and replaced.

Manufacturer narrative:
The date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.